Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as breaking out. There was no alleged device malfunction contributing to the irritation the patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution. Outcome of the irritation is unknown as follow up attempts were unsuccessful.